Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the atrial lead had a fracture and undefined impedance. During the implant of a new atrial lead, two leads were attempted and not used due to a tight superior vena cava vessel. A new lead was implanted. No patient complications have been reported as a result of this event.